Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture due to dislodgement, which was confirmed via fluoroscopy. The physician believed the dislodgement was due to patient condition. The lead was repositioned. The patient was in stable condition.